Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch down and up cables were broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. No other damage or wear marks were observed on the clevis. The other cables at the wrist were undamaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the damage to the pitch cables could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci surgical procedure, the wire near the tip of the fenestrated bipolar forceps instrument was observed to be protruding out. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.